Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018 that the sensor did not have a cannula and wasn't working with the transmitter at the time of incident. Blood glucose level at the time of incident was 24.6 mmol/l. Patient declined troubleshooting for high blood glucose level. Product will be returned for analysis.